Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta deployment steps followed, successful deployment, post angio showed no flow distal to manta. Surgical cutdown to restore flow in femoral artery distal to manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram pictures were submitted and reviewed. Based on the information submitted, the post-deployment angiogram revealed no flow distal to the manta closure device. A surgical cut-down addressed the occlusion and repaired the vessel. The root cause of the occlusion causing no flow distal to the manta is likely due to the collagen being deployed into the vessel; however, due to insufficient information available, the cause is undeterminable. The IFU was reviewed and has identified potential adverse events related to the deployment of vascular closure devices to include: ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma.